Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be coming out of the cartridge connection during the load fill tubing sequence. There was no reported adverse impact to customer's blood glucose level. A supply change was performed to address the issue.